Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited loss of capture on the right ventricular (rv) channel. A revision procedure was performed and the lead was removed from service. Lead insulation damage was reported. Additional information was received stating this patient underwent a revision procedure at which time it was reported that this lead had previously sustained a conductor coil fracture. Efforts to explant the lead were unsuccessful and the lead remains surgically abandoned in this patient. No additional adverse patient effects were reported.